Event description:
Complainant alleged that while attempting to monitoring a patient, the device displayed a "system error 68" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.